Manufacturer narrative:
A review of sentinel events, indicates that this reported malfunction is FDA reportable. The sample is being returned to the manufacturer however, has not been received to date. When the sample is received and investigation report has been completed, a supplemental report will be filed.

Event description:
It was reported that "colpotomy cup came off over the balloon and was left inside the abdomen upon delivery of the vcare. Pneumo cup was still inside vaginal canal while scrub tech was left holding vcare and only its shaft. Delivered pneumo cup out of vagina, and deaver to grab green colpotomy cup and deliver out of vagina." No pt injury reported.